Event description:
The following has been reported: no patient injuries were reported because of the pump error. The error appears on start up so they couldn't use the pumps. And the history logs are only showing the events of when the pump is turned on. A preliminary review of the logs revealed a pneumatic valve leak failure (valve 1). The device was returned for evaluation. The device started with double red pump alarm after start up. Log files indicate pneumatic valve leak failure (valve 1)/pneumatic valve leak failure (valve 2). Performed recharge test and unit passed (valve 1 ok). Performed hardware test and unit failed due to valve 2 gross leak error. Investigation found the tank body is damaged on the positive charge side. Ipc tubing is damaged/pinched. Removed and replaced tank body and ipc tubing. Performed hardware test, unit passed. No other damage found. Reporting as a conservative measure for the pneumatic valve issue. No adverse effects were reported.